Manufacturer narrative:
The impella cp optical was not received and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old black or african american male patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for hemodynamic support and was initiated without issue. After approximately 3 days, the patient endured hemolysis that was confirmed via plasma-free hemoglobin testing. Device repositioning was attempted in order to resolve the hemolysis, however, was no successful. The device was prematurely removed and replaced with a non-impella pump.